Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection with erosion. The patient was treated with intravenous antibiotics. The patient also had systemic sclerosis and an unknown lead eroded through the skin. A revision was performed, and the device was explanted. No additional adverse patient effects were reported.